Event description:
It was reported that this implantable cardioverter defibrillator (ICD) presented right ventricular (rv) lead high shock impedance out of range. Technical services (ts) was consulted and explained no noise was present. Ts stated the cause might be a spring contact issues but has not been confirmed. The device remains in service. No adverse patient effects were reported.